Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection of the returned device was performed in accordance with bwi procedures. Visual inspection was performed, and the pouch was observed broken and the device was observed out of place on the tray. A manufacturing meeting was performed to investigate the observed packaging issue and it was concluded that the product had all its components properly placed according to all the packaging procedures, the failure could be related to manipulation outside of the manufacturing site. This issue is not related to the manufacturing process. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The packaging issue reported by the customer was confirmed. The potential cause of the packaging issues observed during the investigation cannot be determined. The smart touch unidirectional sf instructions for use contain the following recommendation: do not use if the package is opened or damaged. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
Biosense webster¿s product analysis lab (pal) identified the sterile pouch of a thermocool® smart touch® sf uni-directional navigation catheter was damaged. It was initially reported by the customer that when the customer opened the box to remove thermocool® smart touch® sf uni-directional navigation catheter from the packaging, it was noticed that inside the sterile packaging the catheter was not properly seeded in the plastic guided tracks. Therefore, the catheter was bent and the customer did not want to open the product because they assumed the catheter function would be impaired. There was no patient involvement. The customer's reported packaging issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2024, the bwi pal revealed that a visual inspection of the returned device found the pouch was observed broken and the device was observed out of place on the tray. These findings were reviewed and assessed the issue of a ¿broken pouch¿ as an MDR reportable malfunction since the sterility of the product may be compromised.